Manufacturer narrative:
As the lot number was provided, a lot history review will be performed. The sample was not returned for evaluation, therefore the investigation is inconclusive for the alleged detachment. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model, atg80144, pta balloon dilatation catheter, allegedly experienced detachment of device or device component. This information was received from one source. This malfunction involved a (B)(6) year old male patient. The patient's weight was not provided.